Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, inadequate capture threshold and variable p-wave sensing were observed on the right atrial (ra) lead due a dislodgement. During the revision procedure, the dislodgement was visually confirmed. The ra lead was repositioned to resolve the event. The patient was in stable condition.